Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open while on a vessel. Tissue adjacent to the jaws had to be cut in order to remove the device. Additional questions in regard to the incident have also been asked.